Event description:
The customer reported being hospitalized for low blood glucose of 44 mg/dl. The customer stated that his glucose level was high earlier in the day and then the basals were increased. The blood glucose dropped and the customer was unconscious. The customer stated that when he woke up, the blood glucose level was low and then he was admitted to the hospital. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.